Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range pacing impedance measurements on right ventricular channel. Analysis was performed and, it was determined that the system also exhibited high pacing thresholds, loss of capture, noise and oversensing. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.